Event description:
A glidescope video laryngoscope with a gvl 3 stat (laryngoscope cover) was used to intubate a morbidly obese patient. The intubation was completed on the first attempt without difficulty. After extubating, the tip of the stat was found broken off in her mouth. There was no adverse event to the patient.

Manufacturer narrative:
The customer provided a photo of the used stat. It showed what appeared to be a break in a clean, perpendicular line across the end, with complete separation of the tip. The customer stated that the device had been discarded, so it could not be returned for any further evaluation, and a lot number could not be provided. The glidescope operations and maintenance manual indicates the use of a size 3 stat with patients between 10 kg-adult (22lbs-adult). A size 4 stat is indicated for morbidly obese patients.